Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but are not limited to: patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The stent delivery system (sds) was not returned to abbott vascular for analysis and may have assisted in the investigation. It was reported that the lesion was mildly tortuous and mildly calcified which likely contributed to the reported failure to cross and subsequent stent damage. Damage to the stent may have interacted with the distal end of the guiding catheter during removal of the sds such that it contributed to the reported (difficulty to remove). A review of the finished product lot history records (lhr) did not reveal any nonconforming material records (ncmr) for this lot. The reported failure to cross, stent damage and difficulty to remove appear to be related to procedural circumstances and there are no indications of a product quality deficiency.

Event description:
It was reported that after pre-dilatation, the xience v stent delivery system (sds) was advanced to the lesion site in the mid right coronary artery where a no-cross occurred. During removal of the sds, resistance was noted, and upon removal the stent struts were found to be flared. Another xience stent was deployed to complete the procedure. Vessel and lesion site were characterized as being mildly tortuous and calcified, eccentric, de novo and 99% stenosed. No adverse patient effects were reported. No additional information was provided.